Event description:
The patient had a revision of a left vp arachnoid cyst-peritoneal shunt. The initial implant of the device was five years prior. According to the patient, an MRI diagnostic procedure was performed and since that time, the shunt has not worked.